Event description:
The patient husband called to report that v-go fell off. The patient husband stated that the patient sweats a lot, due to high temperatures. The patient was using v-go on her armsand started sweating a lot. The caller indicated that this situation happened with 6 v-go, on thursday,friday and saturday. The husband indicated that v-go fell off from the patient's body after 2-7 hours.